Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the hose was showing signs of wear near the muffler where there were holes (failed hose verification). It was further determined that the loctite assessment failed for the modified set screw and the rotational speed was below the minimum acceptable rotations per minute (failed rotational speed assessment). During service/repair, it was observed that the vanes were worn. It was determined that the issues were consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the outer hose of the motor device was deteriorating in several places down by the connection to the foot pedal. It was further reported that the hose was developing several holes down by the connection to the foot pedal. During in-house engineering evaluation, it was observed that the rotational speed was below the minimum acceptable rotations per minute (failed rotational speed assessment). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.